Event description:
It was reported that during preparation for an myocardial ablation procedure to treat atrial fibrillation in the pulmonary vein, faradrive steerable sheath clear, was selected for use. It has been mentioned that the valve of the sheath was not locked. No troubleshooting steps have been mentioned. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. During device-to-device interaction testing, the dilator was able to be inserted into the sheath but did not audibly snap and lock into the valve housing, allowing an easy disengagement of the dilator from the sheath. A pull force evaluation was performed on the dilator and sheath during removal and found to have an average measurement of 1.420 lb., conforming with the product specification's functional requirement. Although the device passed the functional requirement pull force, due to the absence of a design output specification in force input specification.

Event description:
It was reported that during the catheter myocardial ablation procedure to treat atrial fibrillation in the pulmonary vein, faradrive steerable sheath clear, was selected for use. It has been mentioned that the valve of the sheath was not locked. No troubleshooting steps have been mentioned. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned. It was further reported the issue was noted during the preparation. No other issue has been reported.